Event description:
It was reported that during a laparoscopic cholecystectomy, all three clips were not secure and the patient started to bleed. The case was converted to an open procedure to control the bleeding.

Manufacturer narrative:
Information anticipated, but unavailable at this time.